Event description:
It was reported that the patient was just shocked 3 times in the lower buttocks area on the right hand side. The patient was sitting down in a chair and the shock caused them to kick their leg out. The patient got up and still got shocked under the butt check and the sensation was down deep. The patient had nerve damage in the area unrelated to the implantable neurostimulator (ins) so sometimes it was too hard of a time for them to tell if the events were related to the ins. The patient turned the ins off and the shocking went away, but the area still hurt. The event occurred following a position change and the location of the symptoms was at the ins location. The symptoms had a sudden onset and there was no known accident or incident related to the event. The patient thought this had happened before but they had a terrible memory and couldn¿t remember when or what happened. The patient was not sure if reprogramming fixed the issue. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v100936, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).